Event description:
Pt was implanted with the freehand system hand grasp neuroprosthesis in 1997. In 2000, the pt's freehand system was not functioning correctly and progressed to implant failure to deliver stimulation. Pt had the freehand implantable receive stimulator replaced in 2000. Device replacement has restored function.